Manufacturer narrative:
The device has been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On 02/27/2026, dr. (B)(6) reported that the top right broke on the appliance. The fracture was on the upper right anchor. No permanent injuries were reported. No additional information was provided.